Event description:
Cool sculpting on upper and lower abdomen. After cool sculpting, tissue became larger, harder, and the outline of the cool sculpting applicator on the lower abdomen was apparent. Cool sculpting on the upper arms also resulted in a noticeable increase in tissue as well as a change in the tissue (became harder).